Event description:
It was reported that the patient presented for a lead revision procedure. Prior to the procedure, it was noted that the right atrial (ra) lead exhibited failure to capture. The ra lead was capped and replaced 19 sep 2025. The patient was in stable condition throughout the procedure.